Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection in the generator pocket in the operating room. It is unclear if the patient. The generator was explanted and lead left in place. Information was received that the believed cause of the infection was surgery, stating that it "precursed secondary to complications at that time of original implant". Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.